Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis, with no damage observed on the pump. Event log history was performed and showed that "service due 26" was recorded in history. During analysis, the customer's reported problem regarding "code 26" was able to be duplicated. Upon power up of the pump, the pump alarmed for service due 0. Clock record indicates clock days are past specification. Service will replace clock battery as service maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "code 26". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.